Manufacturer narrative:
The product has been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to insulation damage at the proximal end of the suture sleeve. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to insulation damage at the proximal end of the suture sleeve. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a visual inspection revealed that a cut was noted in the outer insulation approximately 242 millimeters from the terminal pin. The allegation against the lead was confirmed.